Event description:
The reporter stated that the a-line tubing disconnected. This was discovered by the nurse while checking a patient. The patient was lying in a pool of blood. The tubing was replaced. There was no patient injury or treatment reported with this event.

Manufacturer narrative:
The sample has not been received from the customer. The device history could not be reviewed without a reported lot number. Smiths was unable to confirm the issue or determine a possible cause without returned product evaluation. A follow up MDR will be submitte, should information become available that impacts this investigation. No additional action is necessary at this time.